Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as not doing proper hand washing, hand change. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient began treatment with reflin (dose, route and frequency not reported). The peritoneal dialysis therapy was ongoing. The patient was discharged from the hospital about three weeks after admission. The patient was still under treatment at the time of the event and the reported outcome was unknown. Additional information was requested, but is not available at this time.